Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose. The customer reported that they had high blood glucose over 400, 178 mg/dl. The customer was treated with the manual injection. The customer reported that there was blood at site. The troubleshooting was not performed for high blood glucose. The product will not be returned for analysis.